Manufacturer narrative:
Review of the logfile for the day of treatment showed no error messages or warnings. During the start-up in the morning, the system passed all initialization steps without any relevant deviation. The user performed the gas change, skipped the scanner test and performed the necessary energy, eyetracker and fluence test without any issue. Clinical applications specialist (cas) reviewed the logfile which showed multiple successfully performed treatments. The user performed only two energy checks on this day. The first energy check was during start up. The second energy check was several hours later. It is recommended that an energy test be performed before each patient according to user manual. The measured energy was stable. The related treatment could not be identified. The review of the complete day showed no abnormalities or deviations. All treatments were performed successfully and the eyetracker was activated during the complete day. No abnormalities or deviations could be detected in the logfiles which could contribute the reported issue. The femto laser treatment report showed a centered flap. The excimer laser report showed an ablation with a slightly bigger optical zone and a high ablation. The use of a nomogram for the sphere is not to be seen. According to the report and to the technical review, the possibility of a laser issue is unlikely. No conclusion could be drawn which might have led to the unsatisfying auto refractometer result. Logfile review showed no technical root cause was identified as the product was found to be within specifications. There is no indication for a product problem which (might have) caused or contributed the reported event. The manufacturer internal reference number is: 2020-06997.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history record (DHR) for the device has been reviewed. The associated device was released based on company's acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported a slight overcorrection during femto lasik custom myopic treatments. There are multiple related reports for this facility. This report addresses patient gk's right eye and other manufacturer reports will be filed.